Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation a faradrive steerable sheath clear was selected for use. The bubbles were found at the tail end of the sheath. It was suspected that the hemostasis valve was relatively loose. The physician replaced the sheath with a new one. The procedure was completed was completed without any patient complications. The device is expected to be return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Analysis of the returned sheath did not find any abnormalities or defects that could have contributed to the associated allegation. Therefore, the root cause of the allegation was not confirmed.

Event description:
During an atrial fibrillation a faradrive steerable sheath clear was selected for use. The bubbles were found at the tail end of the sheath. It was suspected that the hemostasis valve was relatively loose. The physician replaced the sheath with a new one. The procedure was completed was completed without any patient complications. The device is expected to be return for analysis. Additional information revealed when the procedure was about to end, and the device was withdrawn, it was noted that there was air bubble in the sheath. However, no air was detected within the patient.

Event description:
During an atrial fibrillation a faradrive steerable sheath clear was selected for use. The bubbles were found at the tail end of the sheath. It was suspected that the hemostasis valve was relatively loose. The physician replaced the sheath with a new one. The procedure was completed was completed without any patient complications. The device is expected to be return for analysis. Additional information revealed when the procedure was about to end, and the device was withdrawn, it was noted that there was air bubble in the sheath. However, no air was detected within the patient.

Manufacturer narrative:
B5: describe event or problem - updated.